Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving baclofen (10 00 mcg/ml) via an implantable pump for unknown indications for use. It was reported that the patient missed their refill so the pump ran dry. They confirmed the patient was asymptomatic. Technical services discussed refilling and checking for volume discrepancy to check efficacy of internal pump tubing. Additional information was received from the company representative (rep) stating that since the pump had no medication for a month the provider decided to not fill it and would schedule the patient for a full system replacement. The hcp could not aspirate off the catheter access port (cap) either so catheter would also be revised. Patient had no withdrawal symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from a healthcare provider (hcp) via a manufacturer representative (rep). Indicated, that a "depleted pump" occurred. The patient didn't get their pump refilled. Therefore, had been "dry for months". In (B)(6) 2024, the patient heard the pump beeping. The patient did not have any withdrawal symptoms at that time, nor after. The patient didn't get their pump refilled, when they were supposed to. So they needed a new system. The patient unintentionally, let the pump run dry, because they didn't know they had to get it filled. The pump off passcode was provided to the rep. In regards, to diagnostics/troubleshooting performed, "they tried pulling off the catheter access port (cap) at that time, but couldn't get anything". The patient was transitioned to oral medications until surgery was able to be performed. The pump replacement and partial catheter replacement occurred on (B)(6) 2024. The catheter was replaced, because they didn't know where the drug was located. And the pump was replaced, due to damage to the motor. The catheter was not in use, but was tied off. At the time of this report, the issue was resolved. And the patient status was "alive-no injury". The patient's weight and medical history were asked, but were unknown. The pump was used to deliver lioresal (baclofen). Dose and concentration information was not reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the system replacement had not been scheduled yet. The cause of not being able to aspirate the catheter was not determined.